Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient had a femoral revision due to pain and believed bone reaction to metal corrosion of the modular junction. The patient developed a soft bone reaction around the femoral implant which after debridement required the stem to be removed.